Event description:
It was reported the customer was experiencing differences between their sensor glucose and blood glucose readings. Customer stated their sensor glucose would be 45 mg/dl, prompting the threshold suspend feature, but their blood glucose would be between 90 mg/dl and 125 mg/dl. The customer was advised of the reasonings behind their inaccurate readings. Customer declined to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.